Event description:
It was reported that the patient was taken to the ER due to inappropriate therapy. A por (power on reset) message appeared upon device interrogation. The device was explanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was taken to the ER due to inappropriate therapy. A por (power on reset) message appeared upon device interrogation. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the power on reset was confirmed during analysis. Funtional testing confirmed that critical therapy remained functional and was not affected during the power on reset it was reported that the patient was taken to the ER due to inappropriate therapy. A por (power on reset) message appeared upon device interrogation. The device was explanted. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device was out of specification in a manner that relates to event shock, inappropriate.